Event description:
Boston scientific received information that this pacemaker has been showing 0.5 years of remaining longevity for 18 months. No further information is available. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, (B)(4) investigation is complete. This investigation will be updated should further information be provided.